Event description:
It was reported when using the bd pyxis medstation es system remote manager fridge was not opening and prevented user from retrieving medication to patients. The customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was defective latch. The field service engineer replaced latch to resolve. The system functioned as intended after the field service engineer troubleshooted the device.